Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the buttons were not responding as a result of unlocked connector at the liquid crystal display. The device was received with loose motor support disk. Further testing could not be performed due to the unresponsive buttons.